Event description:
According to the reporter, during the procedure, the surgeon was unable to squeeze the handle and the stapler was unable to fire. The jaws of the device locked on the tissue. The surgeon used a beam retractor with diathermy hook to remove the device on the tissue.